Event description:
Caller reported a cgm error, specifically error 42, related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level, as the error was resolved promptly. Customer was assisted by technical support in performing a complete pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.